Event description:
It was reported that during use with bd vacutainer® boric acid sodium borate/formate c&s urine tube contamination of the tube was suspected. The following information was provided by the initial reporter: over the past few days, the laboratory has been isolating burkholderia from urine samples, which were confirmed to be sterile after re-checking. They are currently investigating, and one of their leads may be a contamination of batch 3073801 of borate tubes.

Manufacturer narrative:
H10: manufacturer narrative: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to sterility as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sterility. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® boric acid sodium borate/formate c&s urine tube contamination of the tube was suspected. The following information was provided by the initial reporter: over the past few days, the laboratory has been isolating burkholderia from urine samples, which were confirmed to be sterile after re-checking. They are currently investigating, and one of their leads may be a contamination of batch 3073801 of borate tubes.